Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the insulin pump had many scratches on the display window. The reporter did not know the blood glucose reading. Nothing further reported.